Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood. X-ray inspection found over torque of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to over torquing the inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable.